Manufacturer narrative:
Device evaluated by MFR: visual examination of the y-adaptor identified no issues. Functional leak test and homeostasis test were performed and device met specifications. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Event description:
It was reported that during a percutaneous angioplasty treatment procedure, the touhy would not close and patient complications occurred. Patient presented with a myocardial infarction. Vascular access was obtained through a femoral artery. The physician attempted to close the touhy on the advantage 26 inflation device however, the touhy would not close and blood leaked out. 'The patient lost a lot of blood'. The procedure was completed with this device. The patient received 2 liters of blood. No further patient complications were reported and the patient's status is ok.